Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized three weeks prior to (B)(6) 2015. The customer agreed on a follow up call but did not respond upon attempt to contact customer. A voicemail was left to customer for another follow up call. Nothing further reported.